Manufacturer narrative:
A ge oec svc rep investigated the issue and verified cmos battery output of 3.06 vdc r and r hardrive, reset cmos and reloaded sw. Reloaded cal files and formatted cine drive according to procedure verified operation. Sys operates as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy sys locked up during procedure.